Event description:
A physician reported that during cataract surgery on the left eye, an ophthalmic knife did not cut. Surgery was completed on the same day with alternative knife to perform the paracentesis. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.4, h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of blunt knife; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).